Event description:
A malfunction alarm occurred, identified by a specific malfunction code. There was no reported impact on the customer's blood glucose level. The customer completed a pump reset prior to contacting technical support and the issue was resolved.